Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all three instruments are defected and need to be replaced. The stem extractors wont properly thread together, and the broach handle will not properly secure a broach. Reason for defection is unknown.

Event description:
Additional information received. Indicated, that the event did not happen, during surgery. The stem extractors won¿t work, because the threads are damaged, and the broach handle is loose.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6: (impact code).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the hinge denoted repetitive usage. However, when functional test was performed with mating device, locking mechanism and lever got well tightened and fulfilled the intended operation with no loosening condition identification. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a date code was provided, which indicates that the device was manufactured on (4/15/2003). A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.